Event description:
Strain imaging ei/b ratio is not calculated according to measurement labels. Using ei/b ratio for strain imaging, the d(b) measurement is 0.8cm, the d(e) measurement is 0.7cm. But the ei/b ratio is 1.25. Image as attached.

Manufacturer narrative:
Cse captured system log.